Event description:
The metal tip from the suture came out during laparoscopic procedure, and later was found. X-rays were taken. The suction fluid was sent for an x-ray. No metal found in the body or in the fluid.health professional's impression:none known. Device was on trial but trial is held for now per the operating room supervisor.